Event description:
It was reported that the user experienced a severe low blood glucose event characterized by rapidly falling glucose that did not rise for over an hour, with the cause unclear. Symptoms included hypoglycemia. Outcomes included transient health impact without report of hospitalization. Investigation included a review of the reported event details and request for additional information from the customer. Investigation of this case revealed no confirmed device malfunction or component failure based on available information, and no alarms or alerts were provided for assessment. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.